Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load fill tubing sequence, the customer had to fill the tubing with 30 units of insulin before observing drops at the end of the infusion tubing. After delivering 15 units of insulin, an occlusion alarm occurred. The customer's blood glucose level was 218mg/dl. A system check was performed and the occlusion was found to be within the infusion tubing. Reportedly, the customer was using apidra insulin in their cartridge. Tandem technical support informed the customer that apidra insulin was contraindicated to be used with the pump. An infusion set change was performed and insulin deliveries were successfully resumed.